Event description:
It was reported that the hch had a bad taste and an offensive odor. Parent reported that child's saturation appeared lower, so was taken to doctor. Felt it occurred due to smell of hch and discontinued use. Pt saturation returned to previous levels shortly after when hch without odor was used.